Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter. The following issues were found in tubes (B)(6) from lot 0147798: discolored content ×66, fm in gel ×1, spot in tube ×2.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: bd received actual samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality and embedded fm with the incident lot was observed. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality and embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter. The following issues were found in tubes (365900) from lot 0147798: discolored content ×66. Fm in gel ×1. Spot in tube ×2.